Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was having trouble priming the insulin pump. It took five or six time for the device to prime. Customer stated the piston would not move when he attempts to prime the device. Customer's blood glucose was not provided. No further information reported.